Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pulsatility index (pi) events; however, low flow alarms were unable to be confirmed through the log files, and a specific cause for the pi events was not determined. It was reported that the low flow alarms were due to hypertension and anemia due to gastrointestinal (gi) bleeding. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported gi bleed could not be conclusively established through this evaluation. The submitted log files were reviewed and found that the pump operated at the set speed without issue. Multiple pi events were captured on (B)(6) 2022. Multiple low flow values of 2.4 liters per minute were captured on (B)(6) 2022; however, none of the low flow values lasted long enough to activate the low flow alarm. Elevated pi values were also noted during the low flow events. The controller event log file only contained data from (B)(6) 2022, and the reported low flow alarms on (B)(6) 2022 could not be confirmed. The system appeared to be operating as intended, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(4) with no further reported issues at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists hypertension and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. Section 6 also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. ¿introduction¿ of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. There are no audible alarms with a pi event. ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. (Under ¿alarms that do not appear in alarm history¿) explains that pi events are examples of routine events that might interfere with access to more critical information, and for this reason, these events do not appear in the system controller alarm history. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing pi events and low flow alarms on (B)(6) 2022. The patient's log file contained multiple pi events and a few low flow events that were not sustained long enough to activate the audible alarm. There were no other unusual events recorded in the log file event history. The cause of the low flow alarms was determined to be due to hypertension and low hemoglobin. (B)(6) for gastrointestinal on (B)(6) 2022. It was noted that the bleeding was not device related and the bleeding resolved.